Event description:
A surgeon reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. It was noted after insertion that the iol was cracked. Damage to the capsularrhexis occurred during removal of the lens, but the surgeon was able to insert another lens into the bag during the same procedure.